Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen had missing pixels and a faded ¿halo¿ around outside edge of screen that blocked graphics and text. Customer's blood glucose was 129 mg/dl. Customer reverted to an alternate method of insulin therapy.